Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the following: child had random high blood glucose (bg) levels between 300 and 425 mg/dl yesterday morning, with moderate ketones yesterday. Mom treated with manual injection and changed site, insulin, and battery. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/31/2013 with the following results: loss of prime warnings observed in the black box, force readings do not reach zero.daily insulin delivery totals correctly reflected the user's programmed basal rates. Black box shows time and date resetting to default following a power on reset at 9:33am (B)(6) 2013; the time was then manually set to 9:37pm (B)(6) 2013. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Loss of primes and no cartridge detected warnings occurred when attempting to perform steps 17-20. Force sensor calibration test revealed sensor is not detecting correct force at 5lbs. Resistance on force sensor found out of specifications. The pump was opened and no damage found to the force sensor circuit. Internal battery found leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release